Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. Customer is concerned with tests results of 59, 75, 79 and 55 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. Customer was using correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 116 mg/dl and 97 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01573086 returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#(B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. Customer is concerned with tests results of 59, 75, 79 and 55 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. Customer was using correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 116 mg/dl and 97 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is (B)(6) 2019 and open vial date is 06/17/2018. The meter memory was reviewed for previous test result history:result 1:102mg/dl date:(B)(6) 2018 time:5:04am fasting,result 2:59mg/dl date:(B)(6) 2018 time:2:45pm fasting,result 3:75mg/dl date:6/16/18 time:2:42pm fasting,result 4:79mg/dl date:(B)(6) 2018 time:2:33pm fasting,result 5:55mg/dl date:(B)(6) 2018 time:2:10pm fasting.